Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-16244. It was reported the pt has experienced pain at her ipg site since her implant, and the discomfort persists whether stimulation is on or off. The pt also reported her ipg does not appear to hold a charge and shuts off by itself. In addition, she reported uncomfortable pocket heating while charging. The pt declined a charger replacement and wants her system explanted. On 08/01/2012, st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and the other non-reported events was expected.

Manufacturer narrative:
This charger model was associated with a field correction. MFR's eval: corrective and preventive action (CAPA) investigation was performed. Eval codes, results - pocket heating was confirmed. The investigation for (B)(4) associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging wand of sufficient elevated temperature to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all chargers were capable of elevated heating. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.